Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a post market survey, the devices had a reoccurring channel error issue. It was mentioned that the biomed discovered that the issue was because of the pressure sensor and that they had been remediated and pressure sensors fixed. There was no patient involvement.